Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the information associated with this event has been performed and the following additional information was provided: logs show pn 480460-12, ln k14250626-0015, was installed on the system 6x and fired 5 black reloads. On install 1, a green reload was installed. The user made 3 incomplete clamp attempts, ranging from ~60% to ~74% completion, linearly. No firing was attempted. On install 2, the user made 3 incomplete clamp attempts ranging from ~72% to ~89% completion, linearly. The 4th clamp was successful but was followed by a firing failure. The firing stopped at ~60% completion, after a duration of ~46 seconds. A force fire was then initiated, failing at ~83% completion, after an additional ~23 seconds. On install 3, the first clamp was successful, but was followed by a firing failure. The firing stopped at ~40% completion, after a duration of ~34 seconds. A force fire was then initiated, failing at ~50% completion, after an additional ~11 seconds. On install 4, the first clamp was successful, but was followed by a firing failure. The firing stopped at ~33% completion, after a duration of ~23 seconds. A force fire was then initiated, failing at ~39% completion, after an additional ~11 seconds. On install 5, the first clamp was successful, but was followed by a firing failure. The firing stopped at ~29% completion, after a duration of ~23 seconds. No force fire was initiated. On install 6, the first clamp was successful, but was followed by a firing failure. The firing stopped at ~77% completion, after a duration of ~47 seconds. No force fire was initiated. The instrument was then removed and not used in the procedure again. The 3 force firing failures are represented in the logs under 3 instances of error code 22030. There were no additional stapler related errors in the logs.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the sureform 60 stapler instrument jammed during use, stopping at mid-staple. Eight reloads were used and the issue persisted. The customer completed the procedure, and no known impact or patient consequence was reported.